Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 600s (mg/dl). Customer delivered a correction bolus and manual injections but was subsequently hospitalized on (B)(6) 2016. While hospitalized, customer was treated with intravenous insulin and injections. Customer was released on (B)(6) 2016. Recommendation was made to ensure that cartridge is changed every 48 hours.